Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt has a history of hypertension, histal hernia with gastroesophageal reflux disease, left lower extremity dvt and pulmonary embolism, atherosclerotic cardiovascular disease, status post pta and stenting of circumflex artery in march 2001. At the time of implant the aneurysm was 7 cm in diameter and it terminated at the level of the bifurcation. There was also a 4 cm thoracic aneurysm. The aortic arteries were heavly calcified. It was reported that after deployment of the stent graft was completed a completion arteriogram showed small type 2 endoleaks proximally and distally originating from lumbar arteries and there was no type 1 endoleak detected. Percutaneous transluminal angioplasty of the left iliac system was performed over the left iliac junction to eliminate the possbility of an endoleak in that area. The type 2 endoleaks were not addressed at this time. 17 months post implant a CT of the abdomen and pelvis detected a small endoleak. One month later the pt was brought back to the hosp for evaluation. There was good positioning of the stent graft and widely patent. There was a type 1 endoleak present left common iliac artery with filling of the distal part of the aneurysm. No intervention was performed at this time. Two weeks later the pt was brought back to the hosp and the type 1 endoleak was successfully repaired with a 22 mm aortic cuff. Eight months after repair with the cuff a CT scan detected two endoleaks, a very small type 3 endoleak at the left iliac extension. This was successfully treated with balloon angioplasty. There was also a type 2 endoleak from a hypogastric artery branch, which was treated with coil embolization. The pt tolerated the procedure well. Five months later the pt was found to have a type 2 and 3 endoleaks seen on CT scan and the aneurysm was now 8 cm in diameter. Repair was performed with balloons and an iliac extension; however, the stent grafts were explanted 2 weeks later. Medtronic received the explanted stent and its analysis is pending.

Event description:
Medtronic received the explanted stent graft and its evaluation has been completed. This device was explanted due to a slowly increasing aneurysm with a recent proximal type 1 endoleak. It was reported that the patient had several endoleaks identified during surveillance over the pat 2.5 years. These have consisted of a distal type 1 endoleak at the left limb (treated with a cuff), a small type 3 junctional endoleak at the left limb (treated by angioplasty), and a type 2 endoleak of the left hypogastric (treated by coiling). Just prior to explanting the graft, continued enlargement of the aneurysm (from 7 to 8cm) was reported, and a new type 1 proximal endoleak was indentified. This endoleak was determined non-repairable due to the short distance (5mm) between the graft and renal arteries; therefore, surgical conversion was deemed necessary. At explant, the aneurysm was found to be pulsatile and pressurized. The proximal end of the graft was reported to be adherent to the inner wall, and removed with difficulty. No other other active endoleaks were identified. Upon examination of the bifurcate graft, multiple strut fatigue fractures were observed in the proximal seal zone; however, no graft holes were observed. The exact cause of the proximal endoleak cannot be confirmed; however, it appears that these fractures may have led to this endoleak, due to a loss of radial force. This endoleak may have contributed to the aneurysm expansion, although the first observation of a type 1 endoleak was reported just 3 weeks prior to explanting the graft, and th eproximal graft end was reported at explant to be well attached. The amount of graft oversizing, sealzone length, neck angulation or proximal neck anatomical factors at implant or explant were not provided.